Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found as received, only the distal portion of the lead was returned stretched in one piece for analysis. Visual analysis noted two external insulation abrasions. The first was located at the distal portion of the lead consistent with friction to another device or patient anatomy and the second was located proximal to the suture sleeve tie impression consistent with friction to the device can both breaching the outer insulation and exposing the outer coil. Electrical testing did not find any indication of conductor fractures although an internal short was noted. All other damages noted are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.